Event description:
The device was used during a left lobectomy procedure. Reportedly, the stapleline was incomplete and bleeding occurred. The surgeon manually sutured to complete the procedure. The hospital has reported no patient injury occurred.